Manufacturer narrative:
Upon arrival, the technician found the event occurred in room (B)(6) and not (B)(6) and the patient was already released from the hospital, room (B)(6) was vacant. The bed in the room was not the same bed the patient was using during the event. The account does not know what bed the patient was using during incident. He performed a bed exit and nurse call system check in the rooms (B)(6). Both beds passed the bed exit alarm and nurse call tests. No problems found.

Event description:
The accounts charge nurse stated during the night the patient got out of bed in room (B)(6) to use the bathroom. While in the bathroom, the patient fell to the floor. Bed exit was not set on the bed. After falling in the bathroom, the staff placed the patient back in bed and set the bed exit alarm. During the night, the bed exit alarm was beeping at the bed, but not from the nurse call system. No injury. The patient was discharged.